Manufacturer narrative:
Investigation is underway.

Event description:
As reported by and edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. The 29mm sapien 3 ultra resilia valve went through the 16fr esheath without any issues in the normal position. When the valve came out of the sheath, the valve had a bent strut. Discussed the options with the physicians as to deploy in the annulus or the descending aorta. They wanted to proceed and deploy in the annulus. During the deployment, it looks like the strut bent half way back. Patient was checked with echo and had no effusion. Bp remained stable. The 29mm commander delivery system was removed without any issues. Esheath was removed and check for any tears. It looked fine. Patient left the room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site for review. The following was noted: one bent strut on the inflow side of the valve. Per 3mensio imagery, access vessel had low tortuosity and moderate calcification. The reported event was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As noted in the reported event the insertion angle was slightly steep. A steep insertion angle can result in non coaxial alignment between the delivery system and sheath. Non coaxial advancement of the delivery system through the sheath may lead to additional interaction between the valve and the sheath. As such, available information suggests that procedural factors (steep insertion angle) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.